Manufacturer narrative:
Investigation is ongoing regarding head-end lift. A f/u report will be submitted with investigation results.

Event description:
It was reported by service report that the head-end lift was not functioning and the foot left and head right casters were broken. No pt involvement or adverse consequences are reported.